Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Subsequently, additional information was received that this lv lead also dislodged, and was repositioned with good measurements. There were no adverse patient effects reported.